Event description:
It was reported that the customer was hospitalized for low bgs. The cause of low bgs was unknown. The customer stated that they were disconnected when last infusion set change occurred.troubleshooting was performed. The insulin concentration bolus, basal, and totals were correct. The customer indicated that there is no change in activity level and no over correction for high bgs.